Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open vascular procedure, on three devices, the surgeon was able to squeeze the handle, but it jammed. One of the clips was shearing the mammary vessel which severed the artery. To resolve the issue, a reusable clip was used.

Manufacturer narrative:
D10 concomitant products: 134053, 134053 premium surgiclip ii 11.5 (lot#p3g0128); 133650, 133650 premium surgiclip iii 9.0 (lot#p3f0051) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open vascular procedure, on three devices, the surgeon was able to squeeze the handle, but the clips were shearing the mammary vessel. This resulted in a severed artery. To resolve the issue, a reusable clip was used.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with eight clips remaining in the channel. There was a clip loaded in the jaw. The distal end of the channel cover was intact. The jaws appear to be co-planar. Functionally, the instrument was binding. The ratchet system was not functioning properly. The instrument was disassembled to reveal damage to the ratchet system. It was reported that the surgeon squeezed the handle, but it jammed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. It was also reported that one of the clips were shearing the mammary vessel which severed the artery. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the device contains a ratchet mechanism to ensure that a clip is not allowed to release until a full handle squeeze is applied. Ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze then handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.